Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, vomiting and loose motion. The cause of peritonitis was unknown. The same day as the event diagnosis, the patient was hospitalized and was discharged after 5 days. The patient was treated with meropenem injection (1g, once daily, intraperitoneal, discontinued after 2 days) and vancomycin injection (1g, every 5th day, intraperitoneal, discontinued after 2 days). One day after, the patient was treated with meropenem injection (1g, once daily, intravenous, discontinued after 7 days) and vancomycin injection (1g, every 5th day, intravenous, discontinued after 7 days) for peritonitis. At the time of this report, the patient was not recovered from peritonitis. Two (2) days after event onset, pd therapy was discontinued and the pd catheter was removed. Hd is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.